Event description:
It was reported that the intra-aortic balloon (iab) was giving periodic "helium loss alarms" just prior to being discontinued. There were also sporadic arrhythmia detected messages accompanying the helium loss alarms. Iab therapy was discontinued, due to the alarms. Another insertion was not required.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.